Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Results pending completion of engineering evaluation.

Event description:
On (B)(6) 2018, a gore® excluder® aaa endoprosthesis featuring c3 delivery system (rlt281416/16098664) was to be implanted as part of an endovascular aortic repair. The device was inserted and advanced to its intended position. The white outer deployment knob was rotated and pulled from the catheter handle to initiate deployment. However, the line reportedly would only pull halfway, resulting in a partial deployment. The physician was able to pull the partially deployed device back through the introducer sheath, and the device and sheath were successfully removed from the patient. The device was set aside and replaced with another device of the same catalog number, and the procedure went forward without any further reported complications. According to the report, no difficulty was noted in removing the packing materials during device preparation. The patient reportedly did not have any notable anatomical issues¿only mild distal tortuosity with no calcification. The gore® excluder® aaa endoprosthesis (delivery catheter and device) have been returned to gore for analysis.

Manufacturer narrative:
Added patient weight. Updated event description with additional information. Added patient medical history. Concomitant medical products: patient medications - budesonide, bumetanide, bystolic, cilostazol, diovan, pravastatin, plavix, protonix, and zetia. Evaluation summary - the delivery catheter and endoprosthesis of the gore® excluder® aaa endoprosthesis featuring c3 delivery system (rlt281416/16098664) were returned to gore and engineering evaluation was performed. Initial investigation involved visually inspecting the returned components consisting of the complete partially deployed device. The device was noted to have been inserted through an 18 fr introducer sheath. The deployed section is approximately 3 cm in length from the leading end of the device and the device anchors are visibly protruding through the sleeve, consistent with the event description that the device was pulled back through the introducer sheath. Engineering visually inspected the trailing olive and observed damage at the 1st deployment line hole where the 1st deployment line has sliced through the olive material. This damage is consistent with the use of force while attempting to deploy the device. Engineering visually inspected the sleeve at the location where the deployment stopped and an approximately 2 cm long extra piece of fiber was observed tangled in the sleeve stitch lines. Engineering was able to remove the extra piece of fiber and was able to deploy the device. The piece of fiber appears to be of the same diameter and appearance of the fiber used for eptfe deployment fiber. Based on the findings from the evaluation, the reported observation that ¿the line reportedly would only pull halfway, resulting in a partial deployment¿ is confirmed. The likely failure mode for the line reportedly only pulling halfway, resulting in a partial deployment, is an extra piece of fiber tangled in the sleeve stitch lines. Further investigation will be conducted as necessary in the quality system. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment.

Event description:
On (B)(6) 2018, a gore® excluder® aaa endoprosthesis featuring c3 delivery system (rlt281416/16098664) was to be implanted as part of an endovascular aortic repair. According to the report, no difficulty was noted in removing the packing materials during device preparation. It was reported the delivery catheter was not bent or manipulated prior to insertion into the sheath. According to the report, the device was inserted and advanced to its intended position with no resistance noted. It was reported the white outer deployment knob was rotated and pulled from the catheter handle to initiate deployment. However, the line reportedly would only pull halfway, resulting in a partial deployment. According to the report, the patient did not have any notable anatomical issues other than mild distal tortuosity with no calcification. It was reported the physician was able to pull the partially deployed device back through the introducer sheath, and the device and sheath were successfully removed from the patient. According to the report, the device was set aside and replaced with another device of the same catalog number, and the procedure was completed without any further reported complications. The patient was reported to have tolerated the procedure.

Manufacturer narrative:
Added reason for treatment on (B)(6) 2018.

Event description:
On (B)(6) 2018, a gore® excluder® aaa endoprosthesis featuring c3 delivery system was to be implanted for treatment of an abdominal aortic aneurysm.